Event description:
I was fine before I got essure, in (B)(6) 2008. All of sudden in 2011 was my yrs of problems. I have been in and out of the hospital, doctors don't "want" going on. My blood pressure kept going up every time I stood up, to the point I got dizzy when standing, and now 2012 no dr can still figure out. I have been having pelvic pain and cramping. But, before essure barely had any gynecological problems except (B)(6), which cleared up on its own and yeast infections. In (B)(6) 2011 I had a laparoscopy done because I had so much pelvic pain. My gynecologist told me I developed endometriosis, and ovarian cyst. I never had endometriosis before essure, and also I have never had problems with ovarian cyst like this. I never feel good anymore. I am always tire and have chronic back pain and pelvic pain, and now with endometriosis just makes it worse. I asked my dr if essure was problem, he said it could be. The only way to remove them is hysterectomy. I have lost enough. I dont want to lose anymore. Now, I have no health insurance, and there is nothing I can do about it. I have a lot of medical bills I can't pay. I ask hospital doctors about essure, and none of them ever heard of it. That doesn't sound right to me.